Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or tearing was observed. The ok, up and down arrow keypad buttons were responsive during testing. The contrast button was found to be intermittently unresponsive, which has no effect on insulin delivery. During investigation, evidence of contamination was found under the contrast and up arrow keypad contacts.

Event description:
The reporter contacted animas on (B)(6) 2012, stating that the down arrow keypad button does not spring back normally when pressed. The reporter stated all the keypad button symbols are worn, and denied damage to the keypad rubber. The patient reportedly wore the pump attached to a belt and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the allegation of the keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.